Manufacturer narrative:
One infusion pump was returned for evaluation. Functional testing of the device has confirmed the reported customer complaint. Error 1720 was a result of the back up capacitor, which was then replaced. Device then passed all functional and delivery tests. The problem source has been determined to be unknown.

Manufacturer narrative:
Information was received on (B)(6) 2019 indicating that the event occurred during testing on (B)(6) 2019.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error 1720. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.